Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found insulation damage at the connector region. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was due to the insulation damage found at the connector region which is consistent with procedural damage.

Manufacturer narrative:
Correction: h6.

Event description:
Related manufacturer reference number: 2017865-2021-35229. It was reported that the patient's right ventricular and atrial leads exhibited insulation damage. Visual inspection confirmed insulation damage. The physician opted to explant and replace both leads. The patient was in stable condition.